Event description:
Baxter gave further clarification of the event in 2006, and during the initial incident, the transfer set became disconnected from the rest of the set up, but stayed attached to the pt. The date of how long the set was in use is unknown. Although prophylactic antibiotics were administered (1g of cefazidal), there was no pt injury or medical intervention indicated at the time of the initial report.